Event description:
It was reported that the pump and catheter were replaced due to normal battery depletion and possible catheter malfunction. No patient symptoms or outcome were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The final pump analysis revealed no anomaly found - normal device function. The 51.6 centimeter proximal segment of the catheter including the pump connector were also returned for analysis. The catheter had a compressed area 8.7 centimeters from the pump connector. The compression may have caused a partial occlusion. However, the catheter passed the 30 psi pressure test and no leaks were visible. The catheter was slightly bent along the length of the catheter. The bends did not cause any catheter failure. Final catheter analysis revealed that the catheter was compressed/ pinched which may have possibly caused an occlusion. Results code used for the catheter.